Event description:
Reporter alleged obtaining the results of 11 mg/dl and 142 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.